Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the g29 bed rails are getting stuck and are getting bent.